Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that the op check passes, but the red cross remains on the ready-for-use indicator (rfu) . There was no adverse patient impact reported.

Manufacturer narrative:
This is a duplicate of (MFR. Report #:1218950-2016-05229).